Event description:
Customer service personnel communicated that a patient consulted an eye doctor and was diagnosed with eye injury by metal fragments. Date of occurrence was unknown. There was no report of medical treatment or patient condition or any additional information. No lenses were returned for inspection. Good faith effort was made to obtain medical information, but no information was received until (B)(6) 2014. The additional medical information relates ten eye care facility visits beginning (B)(6) 2014 through (B)(6) 2014. The date of onset remains unknown, but appears to be on or before the (B)(6) 2014 initial visit. The medical report relates a patient who felt pain after inserting the lens. The patient could not remove lens and sought emergency care. An eye doctor found a foreign body under the lens and removed it. The patient has had ptosis, epiphoria, irritated conjunctiva, central ulcus with epithelium closed. Biomicroscopy findings include moderate epithelial staining, moderate limbal injection and severe bulbar injection in the central lower quadrant of the right eye. The left eye was unremarkable. Medication was prescribed to preclude permanent injury. There is a permanent condition of corneal opacities. There is a temporary decrease in visual acuity. Contact lens wear was permanently discontinued as of (B)(6) 2014. The diagnosis is corneal scar and cornea ulcus.

Manufacturer narrative:
The complaint is unconfirmed. The association between coopervision lenses and the incident is unconfirmed.